Manufacturer narrative:
Visual, dimensional, and functional inspections were performed on the returned guide wire and the reported stretched coils were confirmed. The reported difficulty to remove was unable to be confirmed as the guide wire was able to advance and retract through a proxy guiding catheter without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the instructions for use (IFU) for hi-torque guide wires, pta, ptca, stents, ce states: guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response. In this case, the reported IFU violation does not appear to have cause or contribute to the reported difficulties. The investigation determined the reported difficulty to remove and stretched coils appear to be related to operational circumstances of the procedure. In this case, it is likely that during retraction the anatomical conditions caused resistance between the guiding catheter and guide wire resulting in the difficulty to remove. Manipulation against resistance resulted in stretched coils. The noted bend on the tip is consistent with the tip shape process prior to use. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. Corrosion was also noted on the guide wire, and likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous proximal-mid left anterior descending artery. At a follow up coronary angiogram appointment, an optical coherence tomography was attempted, however, engagement of the guiding catheter was unsuccessful. Therefore, stabilization of the guiding catheter was attempted using a versaturn guide wire (gw); however, it failed. During removal of the versaturn gw resistance was met with the guide catheter and anatomy and therefore suspected that the gw coil became stretched. The gw was able to be simply withdrawn. Although the coils were stretched, the same versaturn gw and a new guide catheter were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.